Event description:
It was reported that the loaner arctic sun device they just received was displaying an error 47 (control panel communication. Per follow up information received on 20apr2022, the biomed confirmed the issue was for the same device. It was reported that biomed had an arctic sun device that booted to an alarm 45 (ac power lost). Biomed was going to remove the back panel to ensure whether it was just a lose connector from shipping or not. If not, they would be sending out another loaner. Per follow up information received on 20apr2022, initial reporter stated that after the call on 15april 2022 biomed was able to go in and reseat boards and connectors in the printed circuit boards cage on the top with no change. Biomed pushed on the connectors under the display that remained in the front case and it started working when they restarted. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the loaner arctic sun device they just received was displaying an error 47 (control panel communication. Per follow up information received on 20apr2022, the biomed confirmed the issue was for the same device. It was reported that biomed had an arctic sun device that booted to an alarm 45 (ac power lost). Biomed was going to remove the back panel to ensure whether it was just a lose connector from shipping or not. If not, they would be sending out another loaner. Per follow up information received on 20apr2022, initial reporter stated that after the call on 15april 2022 biomed was able to go in and reseat boards and connectors in the printed circuit boards cage on the top with no change. Biomed pushed on the connectors under the display that remained in the front case and it started working when they restarted. There was no patient involvement.

Manufacturer narrative:
Per investigator notification, it has been determined that there is no allegation against the product. The device was not returned